Event description:
It was reported that the xenon light source was not working with some scopes during set-up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.